Event description:
It was reported that the ilet bionic pancreas displayed alerts to connect the cgm or enter a blood glucose value despite the user having an active dexcom g7 continuous glucose monitor (cgm) sensor reading, consistent with an intermittent communication failure between the ilet and the cgm involving the electrical and magnetic subsystem and antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure between devices, associated with the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.